Event description:
It was reported that a patient presented to clinic for follow-up. The left ventricular (lv) lead was found to be dislodged. On (B)(6) 2022, the physician elected to reposition the lv lead. The patient condition was stable.